Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a loss of capture was observed on the left ventricular lead. An x-ray revealed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2014. The patient was ok after the procedure.